Event description:
It was reported that bd alaris syringe module syringe administration set separated the following information was received by the initial reporter with the verbatim: while switching tubing out of syringe pump the tubing disconnected from bottom part of sensor disc.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital . H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing disconnecting from the bottom of the sensor disc could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10014914 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.